Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and more likely related to the patient¿s fatal left ventricular free wall rupture which appears most consistent with a spontaneous event in the setting of acute myocardial infarction and cardiogenic shock, with no evidence that the impella device, guidewire, or insertion process contributed to the perforation.

Event description:
Clinical rationale: a 69 year old male presented with acute myocardial infarction complicated by cardiogenic shock, with pre support clinical status consistent with scai shock stage e. An impella cp was implanted via the left femoral artery on (B)(6) 2026 at 12:38 pm for hemodynamic support. Prior to device placement, the patient was known to have a diseased and damaged ventricular wall. During the course of care, the patient was found to have a left ventricular free wall rupture on echocardiogram. A pericardial drain was placed, but the patient could not be stabilized and was not considered a surgical candidate. The rupture was believed to be spontaneous and not caused by the guidewire or impella pump. The device was not removed due to a device failure mode, and no medical intervention was performed to repair the perforation. The patient expired at 2:15 pm on (B)(6) 2026. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and more likely related to the patient¿s fatal left ventricular free wall rupture which appears most consistent with a spontaneous event in the setting of acute myocardial infarction and cardiogenic shock, with no evidence that the impella device, guidewire, or insertion process contributed to the perforation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.